Manufacturer narrative:
Concomitant medical products: 5076-58 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was in the emergency room having experienced weakness and dizziness. High atrial threshold was noted. The lead remains in use. No further patient complications have been reported as a result of this event.